Manufacturer narrative:
Correction: on 2-jul-2024, it was noticed the following information was inadvertently omitted from the 3500a initial medwatch report: the foreign material was described as ¿small, 3cm long, curvy. Looks like a material fiber¿ found on the handle. It was not touched. Additionally, the full UDI has now been provided under field d4. Primary UDI number. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual inspection of the returned sample revealed no damage or anomalies in the device. No presence of hair was observed on the handle. The packaging of the device was not returned. For this reason, further investigation could not be performed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The foreign material inside the packaging issue reported by the customer could not be confirmed since the package was not returned. The catheter instructions for use (IFU) contain the following recommendations: inspect the sterile packaging and catheter prior to use. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a octaray mapping catheter and a hair was found on the device inside the packaging. The patient was on the table for an afib case procedure. Sedation and groins puncture have been done. The physician did the transseptal puncture and was ready to use the octaray mapping catheter when the nurse realized there was a hair on the octaray mapping catheter¿s handle inside the box. They took a new octaray mapping catheter and there were no more issue during the case. The device was not used on the patient, it only was in the nurse¿s hand. There were no patient consequences.

Manufacturer narrative:
On 24-jun-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).